Manufacturer narrative:
Rangger, c. Et al, (1996). The problem with the removal of a broken unreamed tibial nail. Unfallchirurg (1996)99:68-70. Springer-verlag. This report is for unknown nail, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article, rangger, c. Et al, (1996). The problem with the removal of a broken unreamed tibial nail. Unfallchirurg (1996)99:68-70. Springer-verlag. A (B)(6) female was treated for a third degree open lower leg fracture left with a unreamed tibial nail (utn) (ao, 345mm long, 9mm thick) and a wound debridement was performed. 13 months later, the patient suddenly felt pain on her left lower leg in the area of the fracture. A solid ao unreamed tibial nail was found to be broken at the revision operation for a pseudoarthrosis following open tibial fracture treatment. The nail breakage was neither visible from the xray nor during the tomography, but only retrospectively based on the sudden pain. The breakage point in the case was located in the proximal portion of the utn. This is report 1 of 1 for (B)(4). This report is for unknown unreamed ao tibial nail that broke postoperatively and refers to the following serious injuries: revisional surgical intervention for a recurred pseudoarthrosis, pain and varus malalignment. A copy of the literature article is being submitted with this medwatch.